Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
Information received by medtronic indicated that the insulin pump not turning on anymore. Insulin pump stopped working yesterday, and not responding or turning on with any new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.